Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who received unknown morphine (25mg/m l, 8.510mg/day) in an implantable pump for non-malignant pain or failed back surgery syndrome. The patient experienced pain. The side access port was checked on (B)(6) 2016 and there was "no flow." The catheter was determined to be completely occluded. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The pump and catheter were replaced on (B)(6) 2016. The event was considered to be resolved. The patient's status at the time of the event was stated to be alive with no injury.

Manufacturer narrative:
Analysis of the catheter found no significant anomalies. Conclusion code and result code no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.